Event description:
Event was first reported to mfg on 8/2001, as "balloon leaks fluid out" with no indication of any pt involvement. First notification of pt involvement was obtained 10/01. Pt with a large paraesophageal hernia was scheduled for laparoscopic gastrostomy tube placement and gastropexy. Postoperatively, while the pt was in the recovery room, the gastrostomy tube accidentally fell out. Physician's progress note states that balloon deflated, was checked with 20 cc normal saline and had a very small tear. Pt was taken back to o.r. And had the gastrostomy tube replaced via the laparoscopic technique through the same incisions. Pt tolerated both procedures well. There was no sign of leakage from the gastrostomy tube site. Pt's general post-op course was slow improvement of strength and oral intake, which returned almost to pre-hosp condition. One pt involved.